Event description:
A report was received that the patient was having charging difficulties and the ipg site was swelling , getting hot and uncomfortable. A database analysis indicated no anomalies and no signs of premature battery depletion. The patient will undergo an ipg revision.

Event description:
A report was received that the patient was having charging difficulties and the ipg site was swelling , getting hot and uncomfortable. A database analysis indicated no anomalies and no signs of premature battery depletion. The patient will undergo an ipg revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging the ipg was not confirmed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. The battery was depleting its charge within the typical ipg battery depletion rate. The complaint regarding the ipg heating up was not confirmed. The charge profile revealed that the maximum temperature of the ipg while charging in the patient's body was 42.44 degrees celsius. The stimulation was turned on and no hotspots were observed and no anomalies were identified. The ipg exhibited normal device characteristics.